Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr), the first clip was implanted without issue. Imaging was challenging. To further reduce mr, a second clip was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr remained 2-3. No additional intervention was performed, as there was no room on the leaflets to attempt a third clip. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment/slda is likely the result of patient anatomy. The reported poor imaging resolution is the result of difficult imaging conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.na